Event description:
Follow up information identifed the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. The ipg was placed higher in the torso for comfort. Therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2017 and prior to the surgery the ipg was not placed into surgery mode. After the surgical procedure the ipg was unable to connect to the ipg and stimulation was turned off. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. Surgical intervention may be pending to address this issue.